Manufacturer narrative:
This report is being submitted for correction on changing code: e013302 ischemic stroke over to e0133: cerebral vascular accident (cva) in section h6 patient codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac arrest, stroke, and st segment elevation. During a procedure, the physician obtained groin access, inserted the short sheaths and the faradrive sheath. The farawave 2.0 nav catheter was inserted, and the right atrium anatomy was collected. The applications were administered to the superior vena cava. Nitro and neo were given before performing ablations along the cavo-tricuspid isthmus line. The st segment appeared normal, with no elevation observed. It was observed that all activated clot time (act) results were above the therapeutic 300 range. The farawave 2.0 nav catheter was then removed from the patient and transeptal access was obtained. All catheters were removed except for the decapolar catheter and intracardiac echocardiography (ice) catheter. Then the farawave nav catheter was reinserted into the left atrium and pulmonary vein isolation (pvi) was performed with the last pfa delivery at the anatomical location of the right inferior pulmonary vein (ripv) in the left atrium. The patients blood pressure and heart rate dropped. At which time, the patient presented with st segment elevation. Following presentation of st elevation, the physician gave nitro. The patient stabilized and resuscitation was not required when code was called. An interventional cardiologist performed a catheterization on the patient, and the coronary arteries appeared normal. Following the heart catheterization, the patients blood pressure and heart rate returned to a normal state, and the patient possible to extubate and transfer the patient to post operative recovery. Additionally, 30 to 40 minutes into recovery, the patient was placed on a stroke protocol and taken for a CT scan. It was then reported that the patient had suffered a stroke. The sheath and catheter are not expected to return as they were disposed by the hospital staff, therefore, the lot numbers are not available. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac arrest, stroke, and st segment elevation. During a procedure, the physician obtained groin access, inserted the short sheaths and the faradrive sheath. The farawave 2.0 nav catheter was inserted, and the right atrium anatomy was collected. The applications were administered to the superior vena cava. Nitro and neo were given before performing ablations along the cavo-tricuspid isthmus line. The st segment appeared normal, with no elevation observed. It was observed that all activated clot time (act) results were above the therapeutic 300 range. The farawave 2.0 nav catheter was then removed from the patient and transeptal access was obtained. All catheters were removed except for the decapolar catheter and intracardiac echocardiography (ice) catheter. Then the farwave nav catheter was reinserted into the left atrium and pulmonary vein isolation (pvi) was performed with the last pfa delivery at the anatomical location of the right inferior pulmonary vein (ripv) in the left atrium. The patients blood pressure and heart rate dropped. At which time, the patient presented with st segment elevation. Following presentation of st elevation, the physician gave nitro. The patient stabilized and resuscitation was not required when code was called. An interventional cardiologist performed a catheterization on the patient, and the coronary arteries appeared normal. Following the heart catheterization, the patients blood pressure and heart rate returned to a normal state, and the patient possible to extubate and transfer the patient to post operative recovery. Additionally, 30 to 40 minutes into recovery, the patient was placed on a stroke protocol and taken for a CT scan. It was then reported that the patient had suffered a stroke. The sheath and catheter are not expected to return as they were disposed by the hospital staff, therefore, the lot numbers are not available. No further information is available.